Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a severe low glucose event at 39 mg/dl while using the ilet, was found unconscious at home, and was treated by family with oral glucose; the user later reported a pounding heartbeat. Customer care provided assistance that included complaint intake review, event assessment, and user troubleshooting and education. Investigation of this case revealed the cause of hypoglycemia was unclear and no device malfunction was identified based on available information. Symptoms included loss of consciousness and palpitations consistent with hypoglycemia. Outcomes included urgent intervention for low glucose without emergency services or hospitalization. It was concluded that the event was user-reported hypoglycemia with unclear cause and that the user elected to discontinue therapy and return to previous treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.